Event description:
It was reported that the right ventricular (rv) lead was "cut/capped due to alert status". Additional information was attempted to be obtained, however, it is not currently available. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4076 implantable pacing implantable pacing lead 2005 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.